Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from between the white twist sleeve and tubing. This issue was further described as, ¿leaking at the junction between the white roller clamp and tube of the transfer set." This occurred during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.